Event description:
It was reported that while removing a biopsy instrument from the bos, the healthcare assistant was punctured by the end of the localization wire that was protruding from the sealed package. The healthcare assistant did not require any treatment nor were any diagnostic tests performed. The device was not used in the patient.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.